Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had gradually increasing impedance, that eventually rose to over 3000 ohms. It was also reported that degenerative endocardium tissue may have contributed to the impedance increase. The lead was replaced. No patient complications have been reported as a result of this event.